Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 3 issues now within the last 1.5 to 2 weeks with mono therm foley catheters been very hard to remove and not allowing bladder emptying. The manufacturer number was a119416m and lot number is ngkx5727. From what was written in their internal reporting memo, foley was ordered to be removed and the nurse, after multiple attempts at draining the balloon, called urology to have it removed. The foley was eventually removed with some force applied by urology. (Lot ngkx5727) and (lot unk).